Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received multiple inappropriate therapies due to noise on the lead. The lead was capped.